Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device drawers were not opening on medication scan. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not functioning properly. A technical support specialist dialed into the device, reinstalled the scanner driver, and guided the customer to reset the scanner to its default settings. The system functioned as intended after the technical support specialist troubleshot the device.